Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the implanted lens. One set of axis marks were visible. The marks were slightly misaligned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The product was not returned. A photo was provided of the implanted lens. One set of axis marks were visible. The marks were slightly misaligned. The root cause for the observed misalignment was manufacturing related. A contributing factor to this event was that the milling equipment allowed the milling operator to manually select the mill orientation when the vision system could not identify the fill holes on the wafer. The toric axis mark misalignment was determined to be a cosmetic issue only, with no functional impact. The toric axis is aligned with the toric axis marks and is set by the molding process. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A corrective action preventive action was put in place to remove the ability for operators to manually adjust the mill path. Parts will be rejected if the mill cannot align the wafer. The product for this file was manufactured before the corrective action preventive action was in put in place. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis as it was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon reported that there were marks on toric intraocular lens are not lined up with each other. It was also reported that the marks were about 30 degrees off from one another and superior mark was lined up as expected at or around haptic, inferior mark was about 30 degrees off and described as "gapped out". It was stated that the second lens was opened and the marks were lined up as expected. The lens was cut out and replaced with the backup lens to complete the surgery. The procedure was completed on same day without any harm to the patient.